Manufacturer narrative:
Investigation is ongoing. Valve remains implanted.

Event description:
It was reported that approximately 2 years and 4 months post implantation of a 23mm sapien 3 valve in the aortic position, the device was explanted and replaced with a surgical valve. The reason for the valve explant is unknown at this time.

Manufacturer narrative:
Additional information: the explanted sapien 3 valve was not returned to edwards for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. No relevant case imagery or medical records were provided. In this particular case, despite multiple investigational attempts, it was not possible to obtain additional details regarding the reason for the sapien 3 valve explant 2 years and 4 months post deployment. To date, information regarding the patient (medical records, tavr procedure op notes, valve explant op notes and reason for the valve explant) have not been received for review. A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available. In this case, the complaint was not able to be confirmed due to unavailability of returned device/relevant imagery/medical records. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), device explant is listed as one of the potential risks associated with the device and tavr procedure. In this case, the valve is not available for evaluation; however, there was no indication or allegation that a product deficiency contributed to the event. The reason for explanting the valve approximately 2 years and 4 months post-tavr is not available at this time. Due to limited information, a definitive root cause was unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances and no edwards defects were identified were identified, a corrective actions or preventative actions (CAPA) and a product risk assessment (pra) escalation are not required.